Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with an implantable cardioverter device (ICD) that exhibited episodes of inappropriate shock and anti tachycardia pacing (atp). Patient complained of brief syncope with each episode. Upon review of the patient's electrogram (egm), clinician noted that the patient had atrial fibrillation (a-fib) with rapid ventricular response (rvr), occasionally with aberrancy. Clinician was unclear whether this was ventricular tachycardia (vt) or a-fib with aberrancy due to stable, regular rhythm with different morphology. Clinician also noted elevated pacing threshold in the right ventricular lead. Programming changes were made. Patient was stable after programming.